Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails and missing display window cover. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Customer stated insulin pump accidently fell into toilet lead to exposure to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.